Event description:
Fraxel restore laser damage to face. Device made by solta/radiant technologies. Potential side effects not in company literature, risks not communicated. Pin dot marks/scarring occurred. Possible atrophic injury. Dose: 30 mj, level 5,8 passes. Reason for use: improve skin texture.